Event description:
This male pt with a history of hypertension was admitted for angina. The pt was brought to the hospital emergently with complaints of angina. The pt was ruled in for acute mi. Angiography revealed the culprit lesion to be a stenosis in the distal rca/av branch. This was successfully treated with implantation of a 16mm taxus stent in the av branch and a 2.5 x 28mm cypher stent in the distal rca. A1 lesion in the lad was also identified and it was decided to treat this in a staged procedure. Five days later, the pt was brought back to the cath lab to treat the lad. The target lesion was a de-novo, eccentric and calcified, b1 type stenosis in the proximal through mid-lad. The lesion length was 48mm, and the vessel diameter was 2.4mm. Flow beyond the target site was timi I. Pre-dilation was conducted with a 2.0 x 30mm non-cordis balloon inflated to 16atm for 25 seconds. Following predilation, a dissection was noted in the proximal lad. A 2.5 x 28mm cypher stent was deployed in the mid lad to 16atm for 25 seconds. Then, to cover the dissection, a 2.5 x 24mm micro driver stent was positioned overlapping the proximal edge of the cypher and was deployed to 15atm for 25 seconds. Post-dilation was not conducted. Ivus was not conducted. Timi flow after the procedure was iii. Act was not measured. Two days later, while still in the hospital, the pt complained of chest pain. He was ruled in for acute mi and his condition deteriorated into cardiogenic shock. Emergent angiography was conducted, and thrombus formation was observed at the proximal edge and extending distally implanted cypher stent in the lad. An intra-aortic balloon pump (iabp) was inserted and percutaneous cardiopulmonary support (pcps) was initiated. This was treated with balloon angioplasty using a 2.0 x 20mm ryujin balloon. Cardiac massage was also conducted during the treatment of the thrombus. Flow through the vessel was restored; however, despite all efforts, the pt died. Postmortem examination was not performed. Physician's comment: the possible cause of the thrombotic event was that the stents were under-dilated. The cause of the death was cardiogenic shock due to acute mi.

Manufacturer narrative:
Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt. See scanned page.